Event description:
It was reported that a patient presented with premature battery depletion noted and alleged on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.